Event description:
N/a

Manufacturer narrative:
Updated fields:  d4, d8, d9, g3, g6, h1, h2, h3, h6, h10. The certas valve was returned for evaluation: failure analysis- the valve was visually inspected; the rotating construct was stuck in the upper position, a bump mark was noted in the top of the valve casing, the spring seemed to be squashed and some needle holes were noted in the needle chamber. The position of the cam when valve was received was at setting 6. The valve passed the test for flushing, and reflux. The valve failed the test for programming, the rotating construct did not move and stay stuck at setting 6. The valve was leak tested; passed; only leaked from the needle holes in the needle chamber. The valve passed pressure test; the valve only passed the test at setting 6 since it was stuck in that position. The valve was dismantled and was examined under microscope at appropriate magnification. Some marks were noted in the center of the upper and lower (base) casing. Root cause- the root cause for the issue reported by the customer ("valve was stuck at 6 and would not move") is due to the rotating construct was stuck in the upper position due to the spring squashed. The root cause for the spring squashed, bump mark noted on the upper casing, marks noted in the center of the upper and lower (base) casing is probably due to the valve receiving a hard knock.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the certas plus valve was stuck at 6 and would not move and the patient was experiencing vomiting and irritability. The valve was implanted to the patient on (B)(6) 2018 and was explanted on (B)(6) 2021. It was replaced with a medtronic strata valve. The patient was discharged the day after the shunt revision and is doing well. The vomiting and irritability he had prior to shunt revision have resolved.